Event description:
The customer reported that the insulin pump was dropped on the bathroom floor and part of the device located on the reservoir chamber was coming off. Advised the customer to discontinue use of the insulin pump. The customer's most recent glucose reading was 54mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a broken reservoir tube lip. The device also was not able to prime as a result of a loose motor support disk.